Event description:
On (B) (6), 2010 the lay user/reporter contacted lifescan (lfs) to report the onetouch ultra meter was giving the 'apply sample' icon during testing. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6), 2010 at 10:00 am the patient noted the reported meter continued to display the 'apply sample' icon; he was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. One hour later, the patient experienced the symptoms of fatigue and blurred vision. The patient did not seek any medical attention or treatment. During the troubleshooting telephone call, the customer care advocate (cca) determined the test strips correctly drew in the blood sample. The cca also determined the patient's testing technique was incorrect, which can cause the test not to start. The issue was not resolved. The meter, test strips and control solution were replaced. The patient was incorrectly applying the blood sample to the test strip. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to obtain a blood glucose reading due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.